Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
Information received from the patient via the manufacturer's representative reported that they could not create parathesia for intra -operative testing of implantable neurostimulator (ins). The physician tried 3 leads, 2 different cables, a new clinician programmer, and a new external neurostimulator (ens) as troubleshooting for the issue. Impedances were within normal range during the whole procedure but no parathesia was felt anywhere on the leads at 10.5 volts. It was noted that the physician placed the leads based on the trial placement and implanted the ins. Of the 3 leads implanted, 2 remain in service and the remaining 3rd lead was explanted. The issue was reported as resolved at the time of this report and the patient's status was noted as "alive - no injury". The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.